Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to noise and oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system due to the reported oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to noise and oversensing. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.